Event description:
Pt allegedly suffered permanent chondrolysis in her shoulder, following the use of pain pumps after surgeries on or about (B)(6), 2003 and (B)(6), 2005.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The report did not provide any specific information concerning the procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1304265, rev. L). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E). If additional information that is pertinent to this event becomes available, I-flow will submit a f/u report.